Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had cracked case at display window corner and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She changed the battery but alarm occurred again. The customer stated she was outside and it is possible it could have been over heated. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.